Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found an external insulation abrasion was noted at 14.8-15.0cm, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.